Manufacturer narrative:
(B)(6). Device manufacture date: october 26, 2016 ¿ october 27, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a single day infusor. The reporter stated that instead of 18 hours, the device took 26 hours to infuse. The device was filled with desferrioxamine. There was no patient injury or medical intervention associated with this event. No additional information is available.